Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral position where the first implant ended up in finger detachment before crossing valve. Implant was successfully retrieved. Guide and p10 were replaced and implanted successfully.the procedure was completed successfully with a good reduction in mr from 4 to 1. No adverse events were involved.

Manufacturer narrative:
The following sections have been added/updated/corrected: b4, d4, g3, g6, h2, h3, h4, h6 and h10 h6- investigation findings- malfunction observed without conclusive finding the complaint for premature detachment of implant from delivery system/unable to actuate implant was confirmed with objective evidence. Visual evaluation of the ic shaft identified that the attachment fingers were positioned in the correct location behind the ic distal ring. Witness marks on the returned ic and damage on the sc suggest a torsional load (unintended torque) was applied to the ic finger joint outside of the instructions for use which may have caused the attachment fingers to detach. Based on the call with the clinical specialist, the physician noted that the scrub tech pulled on the ic during device preparation. While the implant spacer/implant proximal plate is lodged within the sc, there is opportunity for application of high torsional forces on the finger joint bond during procedural handle maneuvering. Review of the complaint file did not indicate direct torque applied to the attachment finger joint during device preparation or the clinical procedure. Therefore, a definite root cause is unable to be determined. Additionally, no manufacturing non-conformities were found in the returned sample. A CAPA has been referenced in this regard.